Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is not information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins recharger (insr) turned off when he unplugged it. Patient said when he plugged back in, it would power on, and the desktop charger felt secured. The insr blank screen was not resolved. It was noted recharger would not operate when not plugged into the desktop charger. Additional information at about 3 days later stated that insr stopped working, patient had been in pain all weekend. Additional information from rep stated that the device was not working. No further complication and events were reported.